Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the nurse regarding the alarm, it was revealed that the home patient (hp) had not reported the event to her; however, the nurse added that the hp did not have any injury or harm either. Per nurse, hp is doing fine and on hemodialysis now. No allegations were made against any of the hp's dialysis products. No further information was provided. This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would use manual bags to finish the therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.